Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was conducted resulting in the following: we have received photo together with this complaint where the issue is clearly visible ¿ tube of the catheter fell off the rest of the product. The product was manufactured under product specification pr/dl60-214. Urinary catheters were manufactured under sap material ID 1717465 gentlecath air female ch14(1x30pk) eur, and manufacturing lot #3b00740. Lot #3b00740 was produced in february 2023 on center c2-5, total lot amount (B)(4) pcs. Tube that goes into the patient¿s urethra is glued with funnel by connector on two places. Tube is directly glued with connector and connector is directly glued to the funnel. Both connection places on this product are glued according to process instruction pi-001091 work instruction for gluing connector 1, connector 2 and bulk catheter for women gc nextgen catheters on semi-automatic line a441. As written in this process instruction, operators test connection of both connection places according to tm-633 tensile test of funnel and tube connection under 180° pull. Operators test 1 pc of catheter each 15 min. On tensile tester and write down the results in the relevant form. Whole production documentation regarding this lot has been reviewed and there were not found any discrepancies. All tests passed the quality requirements. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. We have not received any other complaint on the same lot number #3b00740. The batch record review indicates no discrepancies. No harm was reported with this complaint. Minimum cpl value for lot release must be 1,33. Cpl value for lot 3b00740 was 2,10, so this criterium has been fulfilled. Production of gcafw 1.0 has already ended and the production of the new item - gcafw 2.0 product which has replaced this old product (gcafw 1.0) has already started. Also, design of the new gcafw is different than previous one. Issue has been submitted and presented on crb meeting held on (B)(6) , 2023. As a result of the action taken, and the summary above, it can be concluded that no CAPA actions are required. This issue will be continued to be monitored. Per crb attendees, no CAPA will not be raised as this product is no longer manufactured in our site and the low number of defective products (only 1 pc). Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Manufacturer narrative:
D2a: common device name: gentlecath air based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported the part to hold the catheter separates from the rest during the product presentation to a hcp. Photos depicting the reported complaint issue were provided by the complainant.